Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported their upper gums are still very sensitive and the aligners have given them gingivitis which their dentist has confirmed. Requested additional information, diagnosis findings and provided information on gum tissue irritation. Patient to hold in most comfortable aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.